Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the insulin drips from the infusion set when the customer attempts to manually prime the insulin pump. The blood glucose reading was 115 mg/dl. In troubleshooting, the customer was advised to change the infusion set. No further information was provided.